Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and subsequent device extrusion resulting in the decision to explant the device. The infection was treated with vancomycin prior to explantation. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.